Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty turning and locking luer connectors when attaching to the ilet, noted across two recent lots, and resorted to using pliers to engage the connectors despite confirming proper rewinding before attempting to lock. Symptoms included no reported adverse health effects. Outcomes included no impact to health, no hospitalization, and continued device use with guidance to try connectors from a new shipment. Investigation included internal review that confirmed no recent design changes to the luer connectors and troubleshooting with the patient to verify correct setup steps. Investigation of this case revealed that the connectors functioned as designed in prior assessments and that user handling technique may contribute to the resistance encountered during attachment. It was concluded, based on previously established findings for similar reports, that the cause was likely use error related to connector engagement rather than a device malfunction.